Manufacturer narrative:
No complaint was received with the return of the lead. Failure event observed during analysis. Final analysis found insulation degradation. As received, only the connector portion of the lead was returned in one piece. Visual inspection found a full breached outer insulation degradation adjacent to the connector boot. Electrical testing did not find any indication of conductor fractures or internal shorts. Actions have been taken to prevent reoccurrence.

Event description:
This report is to advise of an event observed during analysis.